Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitor (sam) episode had occurred and disabled minute ventilation (mv). A review of the device data identified the right ventricular (rv) channel is programmed to unipolar configuration due to chronic low pacing impedance measurements which was now reported to be less than 200 ohms. A boston scientific technical services consultant documented the reported clinical observations and discussed troubleshooting. No adverse patient effects were reported.